Manufacturer narrative:
H6: investigation summary during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1294997 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 1294997 for contamination. Retention samples from batch 1294997 were not available for inspection. Fifty plates from batch 1294997 were returned as five unopened sleeves shipped in a box. Plates were inspected and 13/50 returned plates had surface bacterial growth (time stamps 0810, 0820, 0830, 0831 and 0842). One of the affected plates was submitted to the ID lab and pseudomonas fluorescens was identified. Six photos also were received for investigation. One photo shows the bottom of a plate from batch 1294997 (time stamp 0820) with bacterial colonies. One photo shows stacks of plates from batch 1294997 (time stamps 0809, 0820 and 0826) in an opened 100pack carton with bacterial growth in each plate. Three photos each show the agar surface of a opened plate from batch 1294997 (time stamp 0809) with bacteria growth. One photo features a carton label from batch 1294997 (carton 0035) for batch verification. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) 3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. H3 other text : see h10.

Event description:
It was reported that while using 20 bd bbl¿ macconkey ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer is reporting contamination with 221270 plates."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 20 bd bbl¿ macconkey ii agar contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer is reporting contamination with 221270 plates.